Event description:
It was reported the device reached premature battery depletion. The patient is being addressed with drugs. Device replacement is recommended. The patient condition is normal.

Manufacturer narrative:
(B)(4).